Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 1.0.2 h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that 40 minutes into the case, some of the ear, nose & throat (ent) instrument trackers stopped working. They all went red except for the suction. The aluminum breathing holder was moved out of the field with no change to the software. One instrument tracker was removed from the break out box (bob). They tried to verify and the ent trackers stayed red. The patient tracker stayed green and emitter. All other instruments except the suction were red. There was less than anhour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Additional annex g and annex a codes added concomitant medical product: product ID: 9735521ent, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software logs were not able to be reviewed. Based on the case part analysis on the emitter and the images of the emitter attached to the case, the emitter was found to be damaged. Troubleshooting confirmed that geometric error of the instruments with the damaged emitter was very high while it was low when tested with other emitter at the site. This evidence confirmed that the problem likely occurred due to the damaged emitter. There is no indication that a software anomaly contributed to the reported behavior. Code d14 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Previously reported code d15 is applicable as well as newly reported codes, b01 and c19. H3, h6) the product ID: 9735521ent, lot number: 603000383 was returned and analysis confirmed the reported event. The side emitter's white body shell was separating from the gray base. The emitter was tested and was found to be fully functional despite the damage. Newly reported codes b01, c07, and d02 are applicable. H2) a1-a4) patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the housing on the side emitter was loose. When using known working instruments within a reasonable distance from the emitter they are seeing a geometry error of 12.17-12.19. When using the same instruments at the same distance using another system's emitter they were seeing geometry error of 1.49-1.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.